Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detachment occurred. Vascular access was obtained via a contralateral approach 20cm from the anastomotic region. The 90% stenosed denovo target lesion was located in the moderately tortuous and moderately calcified left antebrachium shunt. A 6.0 x 20/40 sterling balloon catheter was inflated two times at 13atms. During the third inflation at 13atms a balloon rupture occurred. The sterling balloon catheter was withdrawn. However, during withdrawal the balloon detached inside the 5f non bsc sheath. The detached balloon was successfully retrieved with biopsy forceps. The procedure was noted as completed. No further patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detachment occurred. Vascular access was obtained via a contralateral approach 20cm from the anastomotic region. The 90% stenosed denovo target lesion was located in the moderately tortuous and moderately calcified left antebrachium shunt. A 6.0 x 20/40 sterling balloon catheter was inflated two times at 13atms. During the third inflation at 13atms a balloon rupture occurred. The sterling balloon catheter was withdrawn. However, during withdrawal the balloon detached inside the 5f non bsc sheath. The detached balloon was successfully retrieved with biopsy forceps. The procedure was noted as completed. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed blood in the balloon and inflation lumen. There was a complete circumferential tear of the balloon, confirming the reported separation. There was a longitudinal tear in the distal end of the balloon; the longitudinal tear was connected to the circumferential tear. The inner shaft was detached at the bond that joins the inner and outer shaft components. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The markerbands were not in the as-manufactured position, as-received, which is attributable to the elongated inner shaft. Magnified inspection confirmed there were no sharp edges on the markerband that could have contributed to the balloon damage. There was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).